Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05010; reference MFR. Report#: 1627487-2015-05011. The patient had two scs systems for off-label use. The patient also had two 3189 leads from the same lot (# 3869178). It was reported both scs systems were explanted due to ineffective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.